Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product met release specifications. The sample was returned for evaluation; however, the bronchial angular connector was missing. A visual exam was performed on the sample and no defects were observed. A ring gauge test was conducted on all the 15mm connectors. In addition, a plug gauge test was conducted on the 22mm connector of the angular connector. No abnormalities were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges "cuff would not inflate properly (see MDR 8040412-2017-00166). Connector did not stay seated properly." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "cuff would not inflate properly (see MDR 8040412-2017-00166). Connector did not stay seated properly." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.